Manufacturer narrative:
Additional product codes: dzi, dzj. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an orthognathic procedure on an unknown date, the shaft for 90 degree screwdriver was making a noise. It was further reported that the bearing is faulty and broken. No patient consequence was reported. This report is for one (1) shaft for 90 degree screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 03.505.003; lot: 8152677; manufacturing site: selzach; supplier: (B)(4) ; release to warehouse date: 16. Nov. 2015. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: it was reported during orthognathic surgery on an unknown date, that the shaft made noise during use, the bearing was faulty and broken. There was no patient consequence reported. The instrument was received with the reported condition of ¿broken (2+ pieces) intraoperatively: rm¿. The following investigation flow were performed: device interaction/functional. Visual inspection performed at customer quality (cq) observed that there was no issue with the shaft that the driveshaft portion of the instrument has missing bearings and most likely fell apart from rest of the instrument. There is no sign of breakage on the device. The balance of the device is in fair condition. The received condition does not agree with the complaint description for broken, instead the issue was determined to be fell apart. Dimensional inspection was not performed due to missing components. A device history review, was performed for the returned instrument¿s lot number and no manufacturer review records (mrrs), nonconformance records (ncrs) or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. A review of the current design drawing and the drawing revision at the time of manufacture was performed and no issues were identified. A definitive root cause for the given complaint condition could not be determined from the provided information. However, it is possible that the device components would have lost during handling/in sterile processing. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.